Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that, in the last 2 weeks, the patient had a return of their symptoms. They stated that the ¿stool has overflown¿ and wanted to change the channel. It was noted that the issue occurred after unrelated spine surgery. Using the programmer, it was determined that the stimulation was off. The stimulation was turned back on (on program 4) at 0.6. The patient then increased the stimulation to 0.7 where the stimulation was comfortable for them. It was noted that the patient had an upcoming appointment with their doctor on (B)(6) 2019. There were no further complications reported or anticipated.